Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became stuck in the cartridge. There was no pt contact or injury. Another same model lens was implanted.

Manufacturer narrative:
(B)(4).